Event description:
Country of complaint: (B)(6). One suture - the needle is detached from the thread. In another the needle is broken. In another the curvature of the needle is incorrect.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.